Manufacturer narrative:
The insulin pump was received with the screen stuck on number two with constant tone due to cold solder connector on the mother board. Unresponsive keypad button was not verified due to frozen display. The device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming and they were unable to clear the alarm due to an unresponsive keypad. It was noted that the customer heard a constant tone and noticed that the screen of the insulin pump was frozen. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.